Event description:
It was reported that prior to insertion, the intra-aortic balloon (iab) did not deflate properly and could not be inserted. A new iab was used, but the same issue occurred. A third iab was successfully inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report has been submitted for the 2nd iab under mfg report number 2248146-2022-00838.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter. A kink was found on the catheter tubing approximately 32.0 cm from the iab tip. The inner lumen was found to be occluded. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated and deflated. No alarm sounded from the pump. The reported difficult deflation cannot be confirmed by the evaluation. Additionally we are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that prior to insertion, the intra-aortic balloon (iab) did not deflate properly and could not be inserted. A new iab was used, but the same issue occurred. A third iab was successfully inserted to continue therapy. There was no patient harm or adverse event reported. This report is for the 1st iab. A separate report will be submitted for the 2nd iab.